Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low and high blood glucose values of around 90 mg/dl and 400 mg/dl. Patient's current blood glucose value: 126 mg/dl. Customer was neither in emergence room, nor admitted into hospital, nor was emergence medical services dispatched as a result of high blood glucose values. The customer was treated with juice for low blood glucose level and lantest insulin and humalog, shots for high blood glucose level. The device is not expected to be returned for analysis.